Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 5394069 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5394069 were previously tested in complaint (B)(4) on 16/jan/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing of quick set. The lot 5394069 was manufactured according to the work instruction (wi) version 71 and packaging in the multivac 12, on 15/jul/2022, with a total of (B)(4) units. Assembly of quick set: the lot 5395798 was manufactured according to the wi version 23 assembled in the quickset line, on 15/jul/2022, with a total of (B)(4) units. The lot 5395799 was manufactured according to the wi version 23 assembled in the quickset line, on 15/jul/2022, with a total of (B)(4) units. Gluing of quick set the lot 5395691 was manufactured according to the wi version 37 in the gluing of quick set machine mp04, mp05, mp08, on 13/jul/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 5395691 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025 which led to hyperglycemia and diabetic ketoacidosis. The patient was then admitted in the hospital for two days. The patient also experienced that her mouth smells like acetone at the time of event. The blood glucose level was 418 mg/dl and the patient got treated with insulin pen saline. The trace ketones were found to be +2. No further information available.